Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that following a recent generator change, the patient experienced twitching at the pacemaker site and down their left arm. The twitching was replicated in the clinic with high output pacing in bipolar and unipolar .the device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.